Event description:
Sorin group received a report that during a procedure, the perfusionist noticed the arterial blood getting darker and the oxygen saturation decreasing. The perfusionist checked the tubing connection and oxygen supply and found no problems. Gas flow and percent oxygen were increased but no change was observed. The operation was concluded early. There was no report of patient injury.

Manufacturer narrative:
The oxygenator is not distributed in the united states. There is no 510(k) number as the dicdeco compactflo evo oxygenator is not distributed in the united states. However, the device membrane module is representative of membranes used in oxygenators which are marketed in the u.s. (I.e. Primox oxygenator system, k050447, apex hollow fiber membrane oxygenator, k08302 and synthesis membrane oxygenator, k073380). Sorin group (B)(4) manufactures the dideco compactflo evo. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that during a procedure, the perfusionist noticed the arterial blood getting darker and the oxygen saturation decreasing. The perfusionist checked the tubing connection and oxygen supply and found no problems. Gas flow and percent oxygen were increased but no change was observed. The operation was concluded early. There was no report of patient injury. The investigation is on-gong. A follow up report will be sent when the investigation is complete.